Event description:
It was reported the balloon could not be deflated during preparation. The device was not used in the patient.

Manufacturer narrative:
The balloon catheter and guidewire were returned for evaluation. The balloon was tested for inflation/deflation and an unknown particle was found inside the catheter's lumen which prevented the balloon from deflation.